Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient the external pulse generator failed to capture. It was further reported that it was possible that the source of the issue was the pacing cable in use at the time. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the patient did go asystolic during the event but was recovered fully and had no lasting effects.